Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the extraction of a philos system on (B)(6) 2013, two locking screws could not be removed. The surgeon used the carbide drill bit in order to break the screw head and removed them. The surgeon successfully extracted the screws. It was reported that the hexagon head of the rental driver was already worn away and might wear the screw head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The measurable dimensions of the scrdrivershaft were checked and found to be in compliance with the technical drawings and ao/asif specification. Our investigation has shown that the hexagon head is worn on the edges. We do assume that the damaged occurred during the use over the time. We do classify this complaint as wear and tear. Placeholder.